Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reported explanting a crystalens iol due to pt complaint of glare and decrease in vision. This report pertains to the pt's left eye. The crystalens iol was replaced with a multi-focal lens.